Event description:
It was reported while using the panel phoenix nmic/ID-491 a patient isolate was misidentified. The isolate was initially identified as yersinia enterocolitica, while maldi identified it as escherichia coli. The isolate was repeated giving identifications of shigella flexneri and pasteurella aerogenes. No health impact or consequence reported. This is report 3 of 3.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.